Manufacturer narrative:
This supplement serves as a correction as part of our retrospective 2024 complaint remediation. Upon further evaluation, it has been determined that the flow rate deviation does not meet the criteria to be classified as a complaint as it failed at (B)(4). The flow rate was within specifications. The passing specification is (B)(4). Reference to complaint # (B)(4).

Manufacturer narrative:
There are no previous complaints on the device related to the issue. Historical records were reviewed. It was discovered that there were discrepancies in the test records. Ncr # 2024-018 had been initiated to address the discrepancies. This pump underwent routine maintenance testing where it was detected the pump's performance fell outside the acceptable range for the flowrate %. Consequently, it necessitated an adjustment to the pump's flowrate %. Recalibrated flowrate from 2 to -3. It was confirmed the recalibration addressed the issue successfully. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. Reference to complaint # (B)(4).

Event description:
On 08/29/2024, znyo medical received a report that during the preventive maintenance (pm), the device was reported to have a flow rate issue. Failed flowrate accuracy at 4.95% no report patient was involved.